Event description:
The clinician reports that the day the implant was placed in ada 27, failure occurred upon insertion. No product was returned to the manufacturer. There were no reported patient injuries or complications.